Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
The device displayed a "pacer fault 117" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.